Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether if contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 7:27 pm, she activated a new pod and her blood glucose history is as follows: time: (B)(6), 2:00 am, bg (mg/dl): 353 (alternative meter). She woke up feeling sick and was throwing up. At 2:01 am, the pod deactivated and then she noticed the cannula was bent toward the right of the pod.